Manufacturer narrative:
(B)(4) patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The surgeon reported two patients had wound dehiscence post-surgery potentially as a result of over treating the surgical area with an aquamantys device during surgery. This report represents patient 2 of 2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.